Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the customer was performing vascular treatment, and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform fluoroscopy. Review of system log file showed the failed message which showed the fluoroscopy. To resolve this issue, fse tested the imaging in all modes of x-ray and retested the movement of table with x-ray, but no error found from the system. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to perform fluoroscopy occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A fluoroscopy issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.